Event description:
A minimum fill notification was reported by the caller. The caller¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer service guided the caller in cleaning the pump and using the proper technique to load a new cartridge. The caller successfully reloaded the cartridge and resumed insulin use, resolving the issue.